Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio2 meter read inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. It was not reported when the alleged inaccurate readings first began. The patient reported obtaining readings of ¿305 and 174 mg/dl¿ with the subject meter performed within 20 minutes of each other. The patient also reported obtaining readings of ¿160 and 103 mg/dl¿ with the subject meter performed within 20 minutes. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision. The patient informed the csr that she manages her diabetes with a self-adjusted dose of insulin (type unspecified) and reported continuing with her usual diabetes management routine after the alleged issue began but claimed that she was unsure if she was taking the correct amount of insulin based on the readings obtained. The patient reported that an unspecified time after the alleged issue started, she developed symptoms of ¿shakiness, anxiety and her heart was racing¿. The patient denied receiving any treatment or medical intervention for her symptoms. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter and that the patient was following the correct testing procedure. The csr noted that the patient¿s test strips were within open expiry/discard date .the reporter did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after obtaining alleged inaccurate erratic reading with the subject meter.